Event description:
The customer reported that the insulin pump had a no delivery alarm. During troubleshooting, the customer reported that some of the insulin programmed was delivered, but not all. The customer confirmed that the insulin pump alarmed no delivery again during manual priming. The customer reported that after changing the set and priming, an additional no delivery alarm occurred. Blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.